Manufacturer narrative:
The broken device and tip were disposed of by the user facility and were therefore not available for further evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. This lot with the UDI (B)(4) was manufactured on 24-feb-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to alleged tip breakage. Of the lot containing (B)(4) units, there was no other similar complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device shows other than this complaint there has been only (B)(4) other similar report received. During this same 2-year time frame, approximately (B)(4). There have been no serious injuries or death related to the reported breakage or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed; always inspect for bent, dull or damaged blades/burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged; do not use blades/burs for plunge cutting. Damage or injury may occur.

Event description:
The end-user facility reported that during use of the 2.0mm sterling gator microblade in a wrist arthroscopy procedure, the tip of the inner blade broke off and was found in the patient. The broken tip was removed safely with no problems or surgical delay reported. The procedure was otherwise completed with no further complications, or patient injury. This report is raised on the basis of potential injury with recurrence.